Manufacturer narrative:
No patient information provided as no patient was involved in this event. Device serial and lot number, unknown no part was returned for analysis. Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the short spinous process clamp could not be fully opened to fix it onto the spinous process. The clamps will be replaced. This issue was noted outside of procedure and there was no patient present when this issue was observed.